Event description:
A 3 year-old boy, was originally implanted on july 16, 1997. On june 19, 1998, his parents took him to the implant center for device eval because they felt that his performance had been poor for several months. The center's audiologist indicated to advanced bionics that up to the date of the visit, the pt's parents had not contacted the center to report any system or performance problems. The audiologist further stated that the parents had been delinquent in bringing their son in for routine device evals. When the system was tested with the sclin fitting system & the portable cochlear implant tester on june 19, 1998, several electrodes exhibited high impedance values. Manipulation of the ics did not result in a change in the impedance levels. The decision was made by the parents to explant the pt's system at that time. Advanced bionics was not contacted to conduct additional troubleshooting. Revision surgery took place on july 7, 1998. The pt was reimplanted with a nucleus-24.